Event description:
It was reported that the insulin pump had an unresponsive act button during the bolus procedure. The blood glucose reading was 109 mg/dl. The customer stated that pressing esc did not take her to the status screen, nor did the act button navigate to the main menu. She stated that the up arrow button did not allow her to navigate screen. Several button error alarms were found in the device's alarm history. She noted that the keypad issues were ongoing for the past 12 hours. She reported that the insulin pump had been exposed to moisture leading to the keypad issues. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. The unit was also received with minor scratches on the liquid crystal display window. The unit was received with cracked battery tube threads.